Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after dropping the freestyle libre reader, it would not longer power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced shaking, was unable to stand up, and lost consciousness. Paramedics were called and did ECG, monitored heart rate, and gave glucose injection. The customer was taken to the hospital where she was diagnosed with hypoglycemia and treated additionally with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is per the customer's report of "august." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after dropping the freestyle libre reader, it would not longer power on with button press or strip insertion. As a result, customer was unable to monitor glucose and experienced shaking, was unable to stand up, and lost consciousness. Paramedics were called and did ECG, monitored heart rate, and gave glucose injection. The customer was taken to the hospital where she was diagnosed with hypoglycemia and treated additionally with food. There was no report of death or permanent injury associated with this event.